Event description:
It was reported that this device exhibited high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) was asked for a consult and noted several instances of out of range measurements as well as pacing inhibition for 3.5 seconds due to myopotential oversensing. Ts recommended bringing the patient in to evaluate the rv lead. The device remains in service. The patient is pacing dependant. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).